Manufacturer narrative:
No further follow up was possible with the user on this event.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event.